Manufacturer narrative:
Device identifier: (B)(6). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Section 6a. Implantation day : 8, implantation month: may, implantation year: 2018.

Event description:
It was reported that a patient received a biozorb marker implantation on (B)(6) 2018, the patient reported that she suffers from unrelenting and excruciating pain at and around the site of implantation that affected her daily life making it difficult to lay down or perform daily activities. The biozorb device was reported to have ¨fractured into pieces and migrated into her breast¨. The device was ultimately removed on (B)(6) 2019.

Manufacturer narrative:
The patient is a 49-year-old woman, menopausal status unrecorded. Past medical history- no available records. Family history- no available records. The patient was 49 years old at the time of diagnosis. There are no records prior to (B)(6) 2018 when she underwent a right breast core biopsy at 9 o'clock read as grade 1- invasive ductal carcinoma and ductal carcinoma in situ- grade 1 and 2. The next record is a pathology report from (B)(6) 2018 of the patient's lumpectomy, sentinel lymph node dissection that confirmed invasive ductal carcinoma and carcinoma in situ with a positive anterior margin. The next record is a pathology report dated (B)(6) 2018 of a re-excision tissue and biozorb placement (2x2cm model # f0202 lot# a1-170119) for a positive margin. The pathology was negative for atypical hyperplasia and carcinoma. The records include handwritten patient notes starting (B)(6) 2018 to (B)(6) 2019 noting the patient's continued daily pain, at times extreme, affecting sleep and all daily activities, and use of pain medication. These notes reference visits with her surgeon and radiologist however no md follow-up notes or records of follow-up imaging are available for review. On (B)(6) 2019 the patient underwent re-excision and biozorb explant. The operative report from this third surgery reads: "and skin was incised with a #10 blade. We raised a superficial skin flap over the lower outer quadrant and palpated the firm lumpectomy cavity. I grabbed it with an allis clamp and dissected around it circumferentially. You could actually see the biozorb tissue marker, which came out in pieces as it had disintegrated. It was significantly stuck down to the chest wall muscles and fascia of the ribs laterally, likely explaining the degree of pain she was having. We removed the biozorb and all of its pieces and excised some of the firm scar tissue in the area. The wound cavity was irrigated. Hemostasis was achieved. The patient tolerated the procedure well". The explant pathology confirmed presence of biozorb fragments. ((B)(6) 2019) ¿re-excision and biozorb explant: fibroadipose tissue and skeletal muscle with chronic inflammation and foreign body giant cell reaction, negative for malignancy¿. On gross exam " two tan cauterized unoriented portions of soft tissue weighing 4 grams....attached to the largest fragmant are multiple plastic and metal foreign bodies, consistent with a biozorb device." An undated record includes a CT scan image dated (B)(6) 2023 with arrows pointing to a small density in the chest wall. The same record includes undated photos of actual pieces of plastic and tissue however no description or date is attached- unclear if the images are from the (B)(6) 2019 explant surgery or an additional surgery. A final record from (B)(6) 2023 is an order for a diagnostic mammogram right breast for " us (ultrasound) to assess chest wall for residual biozorb piece (can be seen on CT chest, for potential wire loc....." (Record unreadable).

Manufacturer narrative:
It was reported that a patient received a biozorb marker implantation on (B)(6) 2018. The patient reported that she suffers from unrelenting and excruciating pain at and around the site of implantation that affected her daily life making it difficult to lay down or perform daily activities. The biozorb device was reported to have ¨fractured into pieces and migrated into her breast". The device was ultimately removed on (B)(6) 2019. As a result of the pain and complications of the biozorb marker, the patient feared the possibility of another tumor every day until the surgical removal of biozorb, causing significant emotional distress. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: migration, limited mobility, pain, device explantation, sleep dysfunction a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Migration: although the marker introduces some device-specific risks, such as adverse reaction to device materials or device migration, the overall safety profile of biozorb appears comparable to lumpectomy alone, with many complications likely related to the surgery rather than the device. Careful postoperative management and monitoring can help mitigate these risks. Additionally, biozorb shows lower adverse event rates compared to lumpectomy alone, likely due to the longer-term monitoring in biozorb studies versus the short-term follow-up typically used in lumpectomy literature. Minor inflammation (inflammation/swelling/lymphedema/limited mobility): biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Regarding lumpectomy¿s, berger et al. (Berger l, grimm a, sutterlin m, et al. Major complications after intraoperative radiotherapy with low-energy x-rays in early breast cancer. Strahlenther onkol. Apr 2024;200(4):276-286. Doi:10.1007/s00066-023-02128-z) retrospectively analyzed the occurrence of severe local complications in 10 out of 408 women who underwent intraoperative radiotherapy (iort) with low-energy x-rays during breast-conserving surgery (bcs) for early breast cancer between 2002 and 2017. The complications, which required surgical intervention, included redness (80%), seroma (60%), wound infection (60%), suture dehiscence (60%), and induration (40%). Hematoma and necrosis were less common (10% each). These symptoms emerged from immediately post-operation up to 15 years later, with a median onset at 3.1 months. While most complications were managed with smaller surgical interventions, such as excision of necrotic areas or secondary sutures, more severe cases required complex flap surgery or mastectomy. The study concluded that although iort is generally safe, it carries a risk of severe complications. Preoperative counseling and vigilant follow-up are recommended to manage these risks effectively. Pain: biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Device removal / explantation / additional intervention / treatment / scan required: biozorb (1.3%): device removal due to adverse events, including infection, fibromatosis, pain, and anxiety, occurred in 1.3% of patients). Some removals were related to discomfort or anxiety about the device, while others were associated with complications potentially tied to the lumpectomy procedure itself, such as infection or tissue damage. Lumpectomy (percentage is not applicable): although device removal is not applicable to lumpectomy, reoperations due to complications such as infections or positive margins are not uncommon in lumpectomy patients. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Manufacturer narrative:
Due to issues in the system the dates could not be included in section d6: implantation date : (B)(6) 2018. Explantation date. (B)(6) 2019.